Event description:
Caller reported a cartridge alarm 30 but did not experience any adverse impact on blood glucose levels, which did not exceed 500 mg/dl (27.7 mmol/l). Technical support resolved the issue by sending a replacement pump, and caller was provided instructions on the use and return of the problematic pump. Caller intended to contact their healthcare provider for backup insulin delivery therapy, as none was immediately available.